Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not go into standby mode. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not go into standby mode. The rse assisted the customer with troubleshooting, and it was reported, that the average air readout was -0.3. The customer was advised to perform a full performance verification test (pvt), and to address any issues found. The rse suspected that the issue was associated with the flow sensor assembly. It was then noted, that if the customer did not find any issues during pvt, that the flow sensor assembly should be replaced, in order to address the -0.3 air reading.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with recommended instruction to resolve the issue; however, it could not be confirmed if the issue was resolved or if the device was repaired. Multiple good faith efforts (gfe) were performed on (B)(6) 2023 for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.